Event description:
Patient went home on 48 hour fluorouracil infusion with walkmed pump. Upon returning to the infusion clinic to be disconnected from infusion, crystalization/precipitation was visualized inside the infusion device spinning spiros connection, patient infusion port connector, and also in the empty bag containing small amount of drug. This happened on 2 separate occasions with 2 different patients. The first event was on (B)(6) 2018 and the second event was on (B)(6) 2018. Additionally, 2 vials of drug spiked with ICU medical vial spikes and left in the hood at room temperature for 10-15 minutes had visible crystalization around the outside of the vial spike. No crystalization was visualized in vials prior to access. All incidents mentioned above involved the same drug, with the same manufacturer, lot and ndc numbers. Dose or amount: 3880 mg, frequency: once, route: intravenous (not otherwise specified). Dates of use: (B)(6) 2018.